Event description:
It was reported that the patient's communicator was not working correctly. The patient stated that they talked to someone last week and they did a reset, but the device has not taken a charge like it should and was acting up. The patient also stated that every time they go to use the device, it did not work right so they have not been able to get boluses. The agent sent request to repair department to replace the device." The communicator was not holding a charge.

Manufacturer narrative:
Continuation of d10: product ID tm90t0 lot# serial# (B)(6) implanted: explanted: product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 01-aug-2023, UDI#: (B)(4) device received 2026-apr-06. Analysis identified that the micro usb charge port is loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.